Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required service from emergency medical services and was subsequently taken to the emergency room due to a blood glucose (bg) level ranging from 40 to 47 mg/dl. Reportedly, customer did not consume food in time for the intended amount of bolus delivered. Customer was treated with intravenous fluids of saline and insulin to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.